Manufacturer narrative:
Follow-up #1: date of submission 11/15/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2016 with the following findings: on investigation, the pump was returned with the ok button inoperable; the remainder of the keypad buttons had normal response. The keypad cover was removed for investigation and revealed no contamination of damage of the contacts of the keypad buttons. The pump was opened for investigation and revealed moisture on the keypad flex connector. Complete testing of the pump by product analysis was not possible due to the inoperable keypad button. Investigation confirmed the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6). (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump. There was no indication that the product caused or contributed to an adverse event.